Event description:
It was reported that the manufacturer¿s representative (rep) was notified that the patient reached elective replacement indicator (eri) on (B)(6) and was notified of a loss of therapy and end of service (eos) on (B)(6). It was noted the battery was implanted on (B)(6) 2015. The following settings were reported with two electrodes on each one: 5.5 volts, 450 microseconds, and 60 hertz on both, and using 12 hours/day. The estimate was one year and four months and the clinician programmer showed 473 hours of use since implant and 52% ¿on¿ time and no cycling programmed. Impedance testing was done with reference seven with the following results: 0: 9999, 1: 3359, 2: 3342, 3: 3326, 4: 5156, 5: 2992, and 6: 1976. It was further reported that the patient had an impedance of less than 50 for contacts one and two and was programmed on one and two; a lead short was reported. It was reviewed that this could be the reason the battery depleted quickly. The patient saw the healthcare provider (hcp) on (B)(6) at 1:30 and it was confirmed with x-ray that the patient only had one lead implanted. The patient was going to undergo a revision on (B)(6) to have the lead and battery replaced. As a result the patient had increased pain and was without therapy due to the eos but was otherwise doing fine.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot# l60934, implanted: (B)(6) 1999, explanted: (B)(6) 2015, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2015, product type: extension. Product ID: 3550-29, lot# n445308, implanted: (B)(6) 2015, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received reported that the patient's leads were replaced with octads during surgery. Following replacement on (B)(6) the patient was getting great coverage and was happy.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension; product ID 3487a, lot# l60934, implanted: (B)(6) 1999, product type: lead; product ID 3550-29, lot# n445308, implanted: (B)(6) 2015, product type: accessory; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3487a, lot# l60934, implanted: (B)(6) 1999, product type: lead. (B)(4).